Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a gastroscopy procedure performed in the stomach on (B)(6) 2019. According to the complainant, during the procedure, both clips were able to grasp onto tissue but failed. Reportedly, the first clip did not release from the catheter upon attempted deployment, while the second clip bent and closed upon attempted deployment. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable and the patient is doing well. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.